Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis due to being discarded by the clinic. Based on the information received, the cause of the reported incident could not be determined.

Event description:
It was reported that the power supply cable of the (B)(6) hospital system was found to be frayed. The system was replaced and there were no adverse consequences reported.